Manufacturer narrative:
Upon inspection, baxter technician ran a function test on the scale and alarm system. The baxter technician thoroughly inspected the centrella bed and was unable to duplicate the reported issue. The centrella bed functioned as designed. However, if the reported event of a bed exit alarm not working and not alarming at the nurse station were to recur, it would be likely to cause or contribute to death or serious injury, therefore baxter considers this event reportable. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. Per the baxter service manual, it is necessary for the centrella bed to have an effective maintenance program. We recommend that you do annual preventative maintenance pm. Make sure the bed exit system operates correctly. Replace parts if necessary.

Event description:
Baxter received a report that centrella med-surg had bed exit alarm did not alarm and any notification was sent to nurse's station. The process step during which this occurred was unknown. There was no patient/user injury, medical intervention, symptom, or adverse event reported.